Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was over 500 mg/dl. Customer stated that they did bolus, it was not working and nothing was coming out, they finally told to take off the infusion set and gone back to injecting fast acting insulin. The device will not be returned for analysis.